Manufacturer narrative:
H6, code 4247 - limited investigation was unable to be performed due to incomplete device return. No root cause or results able to be obtained.

Event description:
During screw implantation, a screw was broken.